Event description:
Healthcare professional reported "left side exchange with no complaint against the device." Healthcare professional later reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "left side exchange with no complaint against the device." Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and discarded.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.